Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient in advance evaluation. It was reported that patient complained of retaining urine and stomach being hard. Patient was advised to speak with the healthcare provider (hcp). A couple days later, patient further reported that they had to go to the ER on saturday due to retaining urine. Patient was advised that they were experiencing diverticula and the 700cc worth of urine that they cathed was all dark red bloody urine. They left patient cathed and advised patient to call the hcp next day to notify. Patient also experienced fatigue on the day of this call. Additional information received from patient¿s family on (B)(6) reported that they were disappointed with the result due the fact that patient had to continue to cathing. On (B)(6) 2017, the patient¿s family further reported that they had to bring the patient to the ER last night again to have him cathed, the patient was still cathed right now. They adjusted patient stim up from .4 to .6 and patient felt comfortable at this level. Additional information received from patient on (B)(6) 2017 reported that the issue was resolved. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient had multiple bladder infections from the evaluation. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.